Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the transmitter and the pump regained connection prior to the customer contacting tandem customer technical support (cts). The customer's blood glucose level was 250 mg/dl.